Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was broken. It is unknown when the instrument had broken.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of actual fractured device returned. Examination of the returned part determined that it exhibits signs of repeated use (nicked or gouged) and is fractured. Fractured off pieces were not returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.